Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer states they have been running in the 500-400mg/dl range. The customer treated the high levels with manual injection. The customer was advised to call help line to troubleshoot for high blood glucose levels. Nothing is being returned or replaced at this time.